Manufacturer narrative:
(B)(4). The perfusionist (ccp) opened the rear panel and observed water coming from the cardioplegia (cpg) pump. He tried to tighten screws on pump head, but this did not resolve leak. The field service representative (fsr) verified the leak at cpg pump head and replaced the o-ring to correct the leak. The unit operated to manufacturer specifications and was returned to clinical use and placed back into service on (B)(6) 2015. The suspect part was returned to the manufacturer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the cooler heater unit was leaking water. The device was not changed out, as the leak was not bad enough to affect operation. The unit was pulled out of service after case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.